Event description:
No intervention required to treat bleed. Additionally, the patient's condition was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years of age. Based on the additional information received this is no longer a reportable event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 sc biopsy forceps was used to take a biopsy of the esophagus. According to the complainant, during the procedure, a radial jaw 4 biopsy forcep took a 1cm x1cm biopsy from the esophagus of the patient. The patient went home and subseqently vomited up blood. It is not known if intervention was required to treat this condition.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.